Manufacturer narrative:
Exemption number:1997019number of events reported:4427summary of results:evaluation conclusion codes are selected for each reported event to summarize the results of the investigation.180: mechanical problem-reported events utilizing this code have had a mechanical malfunction confirmed after investigation. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed malfunctions were not the result of a confirmed manufacturing issue.213: no failure detected-after investigation of the reported event, including evaluation of the returned product and/or manufacturing reviews of the reported lot numbers, a failure of the device could not be confirmed. As such, no additional remedial action was taken.3221: no results available since no evaluation performed-a complete investigation could not be performed due to a lack of available event information, specifically confirmed device item and lot information. In some cases, the reported product was also not returned for evaluation. Without this information, the manufacturing history of the reported device(s) could not be completed. 3252: fracture problem-reported events utilizing this code have had, after investigation, a fracture confirmed in the reported device. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed fractures were not the result of a confirmed manufacturing issue. Note: 2281 additional records were included within q3 2018 asr submission, these records are currently "open" and are being reported with the information that zimmer biomet currently has at this time.

Event description:
This report summarizes 4427 reported events for serious injuries. Patient problem codes for these events include: wound "dehisence", abscess, edema, fracture, pain, hypersensitivity, infection, inflammation, swelling, no consequences or impact to patient, sinus perforation of, discomfort, numbness, irritation, no information, no code available. Device problem codes and description summary: fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical problem: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Adverse event without identified device or use problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore the implant is removed and additional medical and/or surgical intervention is required. Range of patient age and patient gender:female 16 - 93 age rangemale 18 - 94 age rangepatient gender was unknown or not provided 26 - 89 age range.